Manufacturer narrative:
Analysis was able to confirm the epg displayed and error message. The epg booted up to an error message and the main printed circuit board (pcb) was corroded. The main pcb was replaced. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error message. The status of the epg is unknown. No patient com plications have been reported as a result of this event. It was further reported that the epg was returned for service and subsequently tested out of specification during manufacturer's analysis.